Manufacturer narrative:
(B)(4).a batch review has been performed and there were no exceptions noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The distributor (B)(4) was notified that one customer identified one infusor which did not allow flow of the drug. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.